Event description:
It was reported that upon completion of a left knee scope, the surgeon noticed increased swelling to the groin; the patient`s thigh was tight. Patient was admitted to monitor for compartment syndrome. No alarm sounded, setting 40/100 flow. The fluid in the chamber was low but the bladder was fine, the orange clips were removed prior to spiking the saline bag. The tubing sensor was not disconnected and reconnected but the tubing was changed after the incident to complete the case.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Visual inspection of the returned pump revealed no visible damages. One of the returned tubing set had a collapsed bladder/sleeve. This tubing set did not perform as expected, collapsed bladder caused the pump not to reach the required pressure. Function tested the pump with new and other returned tubing set and it performed as expected without any malfunctions. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.